Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine".

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed, and no relevant findings were identified. Without the device to evaluate, the complaint could not be confirmed, and the probable cause could not be determined from the available information. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine".

Event description:
It was reported " the doctor checked the staples and discovered that 4-5 staple needles came out at the same time" no patient injury or consequence reported. Patient's current condition reported as "fine."

Manufacturer narrative:
(B)(4). The customer returned one unit of 528135 visistat 35r 6/box for investigation. Upon visual examination of the returned sample, the staples were observed to be properly aligned. The stapler was returned with 38 staples remaining in the cover block. The trigger was returned partially engaged and the first staple was returned partially formed. Evidence of use in the form of biological material was present on the device. Upon functional inspection, excessive friction was observed between the trigger and frame components. Upon full engagement of the trigger, the staple formed properly, but the trigger became stuck in the frame. On the second attempt at firing the stapler, this was repeated. The device was disassembled. Die casting anomalies were discovered on the forming tool. The trigger component of the complaint sample was placed into a lab inventory stapler. The device functioned properly. Next, a lab inventory trigger component was placed into the complaint sample. Again, the device functioned properly. The interaction between the complaint sample trigger and complaint sample frame was observed to be responsible for the reported issue. A device history record review was performed, and no relevant findings were identified. The reported complaint of "misfire/jamming-multiple staples firing" was confirmed based upon the sample received. Upon full engagement of the trigger, the trigger became stuck in the frame. Excessive friction was observed between the trigger and frame components. The width of the frame and trigger components were measured to be out of specification. A non-conformance was opened to address the fit issue resulting from the trigger and frame components being out of specification. Teleflex will continue to monitor and trend on complaints of this nature.